Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 452 mg/dl with small ketone levels. Additionally, customer¿s head was hit. Customer required assistance administering an injection from mother to address bg level. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.